Manufacturer narrative:
The technician found the siderail center arm assembly is broken off. He replaced the right head siderail center arm assembly to repair the bed.

Event description:
Info received indicates the right siderail assembly will not latch.